Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Analysis of the returned device was completed on april 11,2024: the pump was allowed to charge for a minimum of 8 hours. After charging, the pump had no errors on post and turned on properly as intended, passing test 1. The pump was then set to run for a rate of 125ml/hr and a volume of 1000ml. The pump completed the infusion with no errors, passing test 2. Reported issue not found in testing, pump performing to specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, zyno medical received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.